Event description:
This device was implanted on (B)(6) 2005 and was explanted on (B)(6) 2013 due to possible device involvement of lead undersensing, high pacing threshold and non-capture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).